Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due high blood glucose and cannula was bent on (B)(6) 2016 with blood glucose 500 mg/dl and 423 mg/dl. The insulin pump will not be returned for analysis.